Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, debility, and pain. The surgeon reported the tibial component was grossly loose and lifted off the cement mantle. The femoral component was revised. The surgeon indicated the patella was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2019 (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to synovial hypoplasia (adverse tissue reaction) total for lot number: 11 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1. By product family: 6 (5x smartset hv, 1x smartset mv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.